Manufacturer narrative:
An event regarding crack/fracture involving an dall miles plate was reported. The event was confirmed. Method & results: device evaluation and results: visual inspection was performed as part of the material analysis report (mar). The report noted: the parts were examined with the aid of a stereo microscope at magnifications up to 50x. Detailed images of the returned plate fracture are shown in figured 2 and 3. The device was fully fractured for further analysis. The fracture surfaces of the plate are shown in figures 4 through 7. The plate was sectioned as shown in figure 1 for further analysis. The sectioned plate was analyzed under a scanning electron microscope (sem) for further evaluation. A material report concluded: the device fractured in fatigue. Eds was performed on the plate and was consistent with 316l stainless steel alloy. No material or manufacturing defects were observed on the surfaces examined. Medical records received and evaluation: a review of the medical records by a clinical consultant noted: as such, the root cause for development of this overload condition is an adverse mix of patient-related factors regarding delayed fracture healing plus presence of osteoporosis in combination with procedure-related factors regarding type and characteristics of the osteosynthesis. There are no device-related factors evident in the case while also the materials analysis report has shown no materials and/or manufacturing defects in the explanted devices. This pi case is not device-related. It is quite well possible that devascularization of the fracture area due to the required surgical exploration has played an additional role in this process of delayed bone healing by interfering with adequate blood supply. Such a biological factor to delay wound healing is still a procedure-related factor even if only partially under control of the surgeon doing the procedure. Device history review: device history review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies complaint history review: a review of the complaint history database shows that there have been no similar reported events for the reported lot code. Conclusions: a review by a clinical consultant concluded: an adverse mix of patient-related and procedure-related factors has contributed to impaired fracture healing of a prior pp-fracture causing loss of bone support in the fracture with fatigue overload on the dm-plate causing ultimately a device fracture exactly at the location of leak overload. There are no device-related factors evident in the case while also the materials analysis report has shown no materials and/or manufacturing defects in the explanted devices. This pi case is not device-related. No further investigation for this event is required at this time. If additional information becomes available, this investigation will be reopened.

Event description:
The pharmacist assistant reported the following: the plate that was implanted on a (B)(6) female patient on (B)(6) 2015 broke, leading to pain and revision surgery to replace the implanted material.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The pharmacist assistant reported the following: the plate that was implanted on a (B)(6) yrs old female patient on (B)(6) 2015 broke, leading to pain and revision surgery to replace the implanted material.